Event description:
After use of an optease retrievable vena cava filter, it was reported that the lower margin of the filter had migrated into the right iliac "artery," and could not be retrieved after many attempts. The filter is still implanted in the patient, and long-life anticoagulant therapy will be required for the patient. The patient required placement of an ivc filter due to the presence of a deep vein thrombosis of the right lower limb. Therefore, an optease retrievable vena cava filter was implanted in the inferior vena cava. It was verified that the hook of the filter was caudal, there was complete wall apposition on all sides post deployment, and the filter was deployed without a tilt. Eight days after implantation, the physician attempted to remove the retrievable filter. However, it was found that the filter had ¿misaligned.¿ the lower margin of the filter was reported to being found in the right iliac artery. The physician tried many times to retrieve the filter, but could not engage the hook of filter with the goose neck snare. The filter remains implanted in the patient and long-life anticoagulant therapy will be required for the patient. There are no films available for analysis.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record review of the manufacturing documentation associated with the product's lot was performed and presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that there was no thrombus at the access site. The estimated size of the inferior vena cava was 23mm. The patient was admitted to the hospital due to the patient¿s right lower limb being swollen, aggravated and aching for a week. Examinations revealed a complete embolism of the right iliac external vein, of the right femoral vein, and of the superficial femoral vein. It was confirmed that the filter had migrated to the right iliac vein instead of the artery. The filter migration occurred before attempting to retrieve the filter, and the filter hook was found tilted before attempting to hook it. Based on the new information and additional code, another device history record (DHR) review was conducted of the product's lot and the product met the quality requirements for product acceptance.

Manufacturer narrative:
Complaint conclusion: after placement of an optease retrievable vena cava filter in the inferior vena cava, it was reported that the lower margin of the filter had migrated into the right iliac "artery," and could not be retrieved after many attempts. It was verified that the hook of the filter was caudal, there was complete wall apposition on all sides post deployment, and the filter was deployed without a tilt. The filter remains implanted in the patient, and long-life anticoagulant therapy will be required. The patient required placement of the filter due to the presence of deep vein thrombosis in the right lower limb. There was no thrombus at the access site and the estimated size of the inferior vena cava was 23mm. Eight days after implantation, the physician attempted to remove the retrievable filter. However, it was discovered that the filter had ¿misaligned.¿ the lower margin of the filter was reported to be in the right iliac artery. The physician tried many times to retrieve the filter, but could not engage the hook of the filter with the goose neck snare. The patient was admitted to the hospital due to the patient¿s right lower limb being swollen, aggravated and aching for a week. Examinations revealed a complete embolism of the right iliac external vein, of the right femoral vein, and of the superficial femoral vein. It was confirmed that the filter had migrated to the right iliac "vein." The filter migration occurred before attempting to retrieve the filter, and the filter hook was found tilted before attempting to hook it. There was difficulty retrieving the filter because the filter was endothelialized to the vessel wall and the hook was tilted and close to the vessel wall. Also, the unknown goose neck snare could not be deployed completely because the right external iliac vein and the right femoral vein were stenosed. There was no reported injury to the patient during filter retrieval. The device was implanted and therefore could not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15605299 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the IFU as such. The timing and mechanism of the filter tilt remains uncertain. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. Without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.